Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented with an atrial lead that dislodged. The lead was explanted and replaced.

Event description:
New information received on apr 11, 2019, indicates that the patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.